Manufacturer narrative:
Pump passed the displacement. Pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring on the reservoir of the insulin pump was bulging out. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that the reservoir was able to lock in place. The insulin pump will be returned for analysis.